Event description:
Consumer reported on the (B)(6) public database that his vaporizer caught on fire at the junction of the cord after being on for 2 hours or less. He was able to unplug the unit and no injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer reported this incident on the (B)(6) public database and has not tried to contact our company. We will reach out to the consumer in an attempt to get the product back for inspection.